Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 100 mg/dl and the sensor glucose level was 40 mg/dl at the time of the incident. The customer reoccurring calibration not accepted and change sensor alarms. The customer did troubleshoot the issues previously. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed bbs test as the sensor is beyond its expiration date.

Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.